Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's most recent glucose reading was 263mg/dl, and she was treated with 8.7 units through the insulin pump. Troubleshooting was performed. Assisted the customer to run the displacement test and failed. The mother stated that the device was not exposed to an MRI. Advised the caller that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.